Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles had poor sleeve function. The following information was provided by the initial reporter: "material no. 368607, batch no. 0244522. It was reported that rubber sleeve did not recover. Copied & pasted from customer e-mail; the rubber on the outside of the needle (the one inside of the hub) did not recover the needle when the vacutainer tubes were removed. This did cause the patient¿s blood to get inside the hub . Then when the needle/hub was removed from the arm, the blood ended up on the phlebotomist¿s gloves, chair, and floor. Proper ppe was worn so the phlebotomist did not have an exposure. I have educated all lab and clinic staff to watch for this and report if they have any other instances. It has only occurred with this lot. Per bd rep: just to clarify, the rubber sleeve was not ¿falling off,¿ but rather, was not recovering over the end of the luer adapter (back-end needle) as the vacutainer tubes were pulled off after collection."

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles had poor sleeve function. The following information was provided by the initial reporter: "material no. 368607, batch no. 0244522. It was reported that rubber sleeve did not recover. Copied & pasted from customer e-mail; the rubber on the outside of the needle (the one inside of the hub) did not recover the needle when the vacutainer tubes were removed. This did cause the patient¿s blood to get inside the hub . Then when the needle/hub was removed from the arm, the blood ended up on the phlebotomist¿s gloves, chair, and floor. Proper ppe was worn so the phlebotomist did not have an exposure. I have educated all lab and clinic staff to watch for this and report if they have any other instances. It has only occurred with this lot. Per bd rep: just to clarify, the rubber sleeve was not ¿falling off,¿ but rather, was not recovering over the end of the luer adapter (back-end needle) as the vacutainer tubes were pulled off after collection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-19. H6: investigation summary: bd received 1 shelf pack samples from the customer for investigation. 10 samples were evaluated by draw testing and the indicated failure mode for sleeve function with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.